Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, drawer 1.12 was failed frequently and it was failed to open. The customer stated that this malfunction caused a delay in dispensing the medication to the patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 1.12 jammed when accessed. The field service engineer (fse) had resolved the issue by replacing the mini motor in the drawer and tested. The system functioned as intended after the field service engineer repaired the device.